Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Robertson, calum, et al. (2021). "An active fixation quadripolar left ventricular lead for cardiac resynchronization therapy with reduced postoperative complication rates." J cardiovasc electrophysiol. 2022;1-6. Doi: 10.1111/jce.15346. The sourced literature reported that records for 476 patient's undergoing first time cardiac resynchronization therapy device implantation with either passive fix or active fix leads were reviewed for dislodgements within six months post implant. The record review spanned a three year time frame. Of the 476 patient's nine patient's were implanted with boston scientific passive fixation left ventricular (lv) leads. Of those nine patients, one patient experienced a dislodgement of the lv lead within six months of implant. The study discusses other symptoms patients with passive fixation lv lead experienced during the six month post implant time frame, however the study does not call out which company's lv lead was associated with which symptom. The study indicated that 15 out of the 16 patients implanted with lv leads from different manufacturers whom experienced dislodgements underwent a revision procedure. One patient had successful reprogramming and a revision was not necessary. It is not specified which company's leads underwent revision or reprogramming. Thus it is not indicated if the boston scientific lv lead underwent a revision or reprogramming. The model and serial number of the lv lead is not given. An attempt to obtain the information from the author of the article has been made. The report will be updated if further information is received. Neil herring, dphil frcp fhrs, department of physiology anatomy and genetics, burdon sanderson cardiac science centre, university of oxford, oxford, UK. Additional information of the model and serial number of the lv lead was received from the correspondence author of the article. It was further noted that for this lead that the dislodgement was found during a normal follow up appointment when the lead exhibited loss of capture (loc). There was an attempt to replace it three months after the first implant, however it was unsuccessful due to lack of suitable anatomy and pacing sites. Evidence suggests the lead remains in service.